Event description:
Kendall has a product called chemoplus gowns which, by the name imply they are used to protect a person from exposure to hazardous (chemotherapy) drugs. We had been using these gowns while compounding both chemotherapy products and non-chemotherapy products. While mixing an infed csp, a technician accidentally had an infed spray, which got on her chemoplus gown sleeve and went through her clothes. It was this incident that caused us to look closer at the chemoplus gown product info. We discovered that they are not treated for mixing chemotherapy. This misnomer can increase employee risk for hazardous drug exposure.